Manufacturer narrative:
The customer contacted the siemens technical support center (tsc) to report the discordant glucose result. The tsc aligned server 2 probes. The tsc ran quick check, and photometer failed static read for wavelength 383. The tsc aligned the photometer and ran quick check, still photometer was failing static read for wavelength 383. A siemens customer service engineer (cse) was dispatched to the customer site. The cse raised and blew canned air across photometer filters, and reinstalled the photometer. The cse aligned the photometer successfully. The cse ran quality controls (qc), and all in range. The cause of the discordant glucose result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The original sample was repeated on the same dimension vista instrument and alternate point of care (poc) instrument, and recovered higher. The corrected result obtained on the dimension vista was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant glucose result.